Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code102) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to intermittent contact on j1000 on the ca board. The root cause of the intermittent contact was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4)and reported that the montior was displaying a service code.